Manufacturer narrative:
This report is being resubmitted for an incident that occurred earlier. The devices were unable to be evaluated as they were retained by the hospital. The post-operative image provided shows one creo threaded locking cap has become disassociated from the screw construct. This type of failure is consistent with excessive internal anatomical forces that could splay the screw head and cause the observed issue. However, as the parts were not available for evaluation, no determinations can be made as to the exact cause of the reported issue. The following sections have been updated for this supplemental report: b4, e1, h2, h6, h10

Event description:
It was reported that two creo threaded locking caps had come loose approximately two weeks post-operatively.